Manufacturer narrative:
Upon receipt, the device was unable to be interrogated with a programmer. The reported event of diagnostics issue was unconfirmed. The event description was reviewed and showed behavior consistent with a low battery voltage. In-lab testing and analysis was performed. The device battery was measured with a digital multimeter at 0.53v and no source of high current drain was identified. A longevity estimate was performed and showed normal battery depletion.

Event description:
Additional information received indicated that the device was implanted in 2014 or 2015.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An explanted device was interrogated. Upon interrogation, the incorrect device model was noted on the printout. No intervention was performed as there was no patient involved.